Event description:
It was reported that during a coil embolization procedure of the va-pica artery (characteristics of the vessel/aneurysm was not provided), an enterprise vrd ((B)(4)) got stuck about 40cm from the distal tip of the unspecified prowler select plus (str) (mc) microcatheter (catalog/lot unk). Therefore, both the vrd and the mc, were safely removed from the patient as a unit and the procedure was continued using new products. In the end, the procedure was successfully completed without any further issues. There was no patient injury reported. The product was new and stored per labeling instructions. Prior to use, no defect (kink, bends etc) was noted on both the mc and the vrd by visual inspection. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. The complaint products were discarded and therefore unavailable for evaluation. No further information is available and procedural images are not available.

Manufacturer narrative:
It was reported that during a coil embolization procedure of the va-pica artery (characteristics of the vessel/aneurysm was not provided), an enterprise vrd (B)(4) got stuck about 40cm from the distal tip of the unspecified prowler select plus str microcatheter (catalog/lot unknown). Therefore, both the vrd and the microcatheter were safely removed from the patient as a unit and the procedure was continued using new products. In the end, the procedure was successfully completed without any further issues. There was no patient injury reported. The products were new and stored per labeling instructions. Prior to use, no defect (kink, bends etc) was noted on either the microcatheter or the enterprise vrd by visual inspection. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. The devices were discarded and therefore unavailable for evaluation. No further information is available and procedural images are not available. The lot number of the prowler select plus is not known; therefore a device history record review cannot be completed. Without the return of the devices for analysis and based on the available information, no conclusion can be made regarding the report that the enterprise system got stuck in the prowler select plus microcatheter. It is possible that procedural factors/vessel characteristics contributed; however, no conclusion can be made. Therefore, no corrective actions will be taken at this time. This is one of two products involved with this adverse event, which is associated with mfg report 1058196-2012-00239 and 1058196-2012-00240.

Manufacturer narrative:
The device noted, represents an unknown prowler microcatheter. This is one of two products involved with this adverse event, which is associated with mfg report 1058196-2012-00239 and 1058196-2012-00240. The product is available for evaluation and testing, however the analysis has not been completed. Additional information will be submitted within 30 days of receipt